Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)."), device expulsion ("migration of device / migration of essure device location of device: uterine cavity") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent a hysterectomy and device removal), surgery (underwent a hysterectomy and device removal) and surgery (novasure ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, menorrhagia, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Events menorrhagia, device expulsion (updated from dislocation), uterine perforation, were added. Lot number & lab data updated. Historical & concomitant conditions drugs are added. Product, patient & reporter information dated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)."), device expulsion ("migration of device / migration of essure device location of device: uterine cavity") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 43-year-old female patient who had essure (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included uterine bleeding, anemic, spinal disorder nos and ovarian cyst. Concomitant products included cyclobenzaprine, gabapentin and oxycodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 years 7 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent a partial hysterectomy and device removal, hysteroscopy and d and c), surgery (underwent a partial hysterectomy and device removal) and surgery (novasure ablation, d and c). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received: events: depression and mental anguish added. Event onset date added. Concomitant diseases added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)."), device expulsion ("migration of device / migration of essure device location of device: uterine cavity") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 43-year-old female patient who had essure (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included uterine bleeding. Concomitant products included cyclobenzaprine, gabapentin and oxycodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 years 7 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent a partial hysterectomy and device removal), surgery (novasure ablation, d and c). Essure was removed on 20-aug-2014. At the time of the report, the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2018:pfs received. Events added: low back pain, abdominal pain. Concomitant drugs were added. Outcome of following events were updated to recovered/resolved: migration of essure, abnormal bleeding (vaginal, menorrhagia), uterine perforation, low back pain, abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)."), device expulsion ("migration of device / migration of essure device location of device: uterine cavity") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 43-year-old female patient who had essure (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included uterine bleeding. Concomitant products included cyclobenzaprine, gabapentin and oxycodone. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 years 7 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent a partial hysterectomy and device removal), surgery (underwent a partial hysterectomy and device removal) and surgery (novasure ablation, d and c). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality -safety evaluation of ptc (product technical complaint). Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration'), device expulsion ('migration of device / migration of essure device location of device: uterine cavity, expulsion of essure devide: onse coil fell out and that is way I had to get the iud implanted') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 43-year-old female patient who had essure (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included herniated disc. Concurrent conditions included uterine bleeding, anemic, spinal cord disorder and ovarian cyst. Concomitant products included levonorgestrel (mirena) since 2007 to june 2014 for contraception and haemorrhage nos as well as cyclobenzaprine, gabapentin and oxycodone. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 6 years 7 months after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with bupropion, paracetamol (acetaminophen) and surgery (hysterectomy and bi-so and novasure ablation, d and c). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved and the menstrual disorder, depression, anxiety, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for bleeding, expulsion, migration discrepancy in essure insertion date -(B)(6) 2007 and (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration'), device expulsion ('migration of device / migration of essure device location of device: uterine cavity, expulsion of essure devide: one coil fell out and that is way I had to get the iud implanted') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 43-year-old female patient who had essure (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included herniated disc. Concurrent conditions included uterine bleeding, anemic, spinal cord disorder and ovarian cyst. Concomitant products included levonorgestrel (mirena) since 2007 to june 2014 for contraception and haemorrhage nos as well as cyclobenzaprine, gabapentin and oxycodone. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 6 years 7 months after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with bupropion, paracetamol (acetaminophen) and surgery (hysterectomy and bi-so and novasure ablation, d and c). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain and back pain had resolved and the menstrual disorder, depression, anxiety, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding, expulsion, migration discrepancy in essure insertion date - (B)(6) 2007 and (B)(6) 2010. Lot number: 624097 manufacturing date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration'), device expulsion ('migration of device / migration of essure device location of device: uterine cavity, expulsion of essure divide: onse coil fell out and that is way I had to get the iud implanted') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 43-year-old female patient who had essure (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included herniated disc. Concurrent conditions included uterine bleeding, anemic, spinal cord disorder and ovarian cyst. Concomitant products included levonorgestrel (mirena) since 2007 to june 2014 for contraception and haemorrhage nos as well as cyclobenzaprine, gabapentin and oxycodone. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 6 years 7 months after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with bupropion, paracetamol (acetaminophen) and surgery (hysterectomy and bi-so and novasure ablation, d and c). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved and the menstrual disorder, depression, anxiety, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding, expulsion. Discrepancy in essure insertion date - (B)(6) 2007 and (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: gen. Abnormal bleeding, post removal complications were added. Newly added event of migration clubbed with perforation. Rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a hysterectomy and device removal). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.